Event description:
It was reported that this inflatable penile prosthesis (ipp) pump would remain flat when squeezed. During the procedure, the physician found that there was a fracture in the tubing between the cylinders and pump, and both cylinders were found to be ruptured, with significant damage to the exterior walls. The ipp was replaced, and there were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders found both cylinders had a hole in the outer tube with broken fabric threads from the input tube wear at the middle of the cylinder. Both cylinders also presented a bulge at the middle of the cylinder when inflated with a syringe. One of the cylinders had wear at fold in the middle of the cylinder. The other cylinder had wear at a fold at the distal end of the cylinder. The pump was microscopically examined, and the pump kink resistant tubing (krt) were worn to the filament. The pump component passed the leak testing but did not pass the activations tests. Microscopic examination of the reservoir found wear at a fold in the reservoir shell and the krt was worn to the filament. The reservoir did pass the leak testing. Based on the information, the reported observations were able to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump would remain flat when squeezed. During the procedure, the physician found that there was a fracture in the tubing between the cylinders and pump, and both cylinders were found to be ruptured, with significant damage to the exterior walls. The ipp was replaced, and there were no additional patient complications reported.